Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone: (B)(6).

Event description:
Synergy china registry. It was reported that unstable angina pectoris occurred requiring medication. In june 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion #1 was located in the middle right coronary artery (rca) extended up to distal rca with 90% stenosis was 33 mm long and a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilation and followed by the placement of a 3.50 mm x 32 mm synergy stent system. Following post dilation, the residual stenosis was noted to be 0%. Two days post procedure, the subject was discharged on aspirin and clopidogrel. In march 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Five days later, the outcome of the event was considered to be recovered/resolved. In may 2023, the subject was discharged on aspirin and clopidogrel.

Event description:
Synergy china registry. It was reported that unstable angina pectoris occurred requiring medication. In (B)(6) 2020 the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion #1 was located in the middle right coronary artery (rca) extended up to distal rca with 90% stenosis was 33 mm long and a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilation and followed by the placement of a 3.50 mm x 32 mm synergy stent system. Following post dilation, the residual stenosis was noted to be 0%. Two days post procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023 the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Five days later, the outcome of the event was considered to be recovered/resolved. In may 2023, the subject was discharged on aspirin and clopidogrel. It was further reported that the patient was discharged in march 2023 and not in may 2023 as what previously reported.

Manufacturer narrative:
(B)(6).